Manufacturer narrative:
The complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation. The photo showed a 24g nexiva device with evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle puncture site contained what appeared to be blood residue, which suggested that the catheter tip was able to access the vessel. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Sharp going through the IV cannula. No impact to patient, new IV reinserted if necessary.